Event description:
The retriever was used in the occluded left middle cerebral artery. It was reported that during the procedure an intracranial hemorrhage associated with a perforation occurred. The physician believed that the perforation may be due to the use of the microcatheter leading to the intracranial hemorrhage.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The subject device is not available; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the device malfunctioned. However, vessel perforation and hemorrhage are known risk associated with endovascular procedures and are noted as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The retriever was used in the occluded left middle cerebral artery. It was reported that during the procedure an intracranial hemorrhage associated with a perforation occurred. The physician believed that the perforation may be due to the use of the microcatheter leading to the intracranial hemorrhage.